Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the latch inspection for drawer 5 revealed a missing magnet. A field service engineer replaced the latch insert. After the replacement, the drawer was able to recover and was successfully accessed, confirming that the repair was effective and the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 had failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 had failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.